Event description:
The customer contact reported the rate independently changed. At 1345, line a of the device was programmed using the ml/hr mode, to deliver heparin (25000 units/500ml) at a rate of 20ml/hr and the delivery was started. At 1900, the nurse verified the device was delivering the heparin at a rate of 20ml/hr. At 2000, when responding to an unspecified audible alarm, the nurse noted that the heparin was delivering at a rate of 100ml/hr, instead of the intended rato fo 20ml/hr. Line a of the device was programmed ot he intended rate of 20ml/hr, and the delivery was restarted. After an unspecified lenght of time, following protocol for heparin therapy,. A ptt level was drawn. The heparin delivery rate was titrated down to an unspecified rate based on results of the ptt. Heparin therapy was discontinued the following morning, and at that time, the device was isolated and removed from clinical service. There wer no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.